Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 41 indicating a restart condition during a supply change, and repeated guided restarts did not clear the alert; the device was deemed nonfunctional and a replacement was arranged, with the patient using a compatible cgm and reporting a blood glucose of 159 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery requiring device replacement and continued cgm use until the replacement arrived. Investigation included remote troubleshooting and review of device performance during attempted restarts. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.